Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.

Event description:
Additional information was received indicating noise resulting in oversensing was noted on the right ventricular lead.

Event description:
Additional information was received clarifying a header anomaly was not visually observed. The device was replaced and the right ventricular lead was capped and replaced. The patient was in stable condition.

Event description:
Related manufacturer report number 2017865-2023-20942. It was reported that during a follow up in clinic, right ventricular (rv) oversensing was noted. The physician suspected a header anomaly on the device. The device was explanted and a rv lead revision was performed, however, the status of the rv lead is unknown. The status of the patient was not provided.

Manufacturer narrative:
Further information was requested but not received.